Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation as the device was discarded after the event occurred. A lot history review (lhr) of huv10049 showed no other similar product complaint(s) from these lot numbers.

Event description:
For a (B)(6) year old child who allegedly had a fever, anesthetist reportedly removed the broviac catheter without apparent concern, but a week later, child still had fever. Patient has been reoperated and the doctor allegedly found what looks like a cuff or piece of fibrin.